Manufacturer narrative:
The meter was returned and investigated with retained test strips of a different lot. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 'hi' that the customer reported was found in meter memory. Visual inspection was performed on the returned lancing device. Lancing device was mounted onto simulated skin and fired. Device did arm/fire correctly. Did observe needle launched properly. The complaint was not confirmed.

Manufacturer narrative:
Section d of the 30-day initial report was populated with the incorrect product name. Product information in section d has been corrected to reflect the information for freestyle lancing device.

Event description:
Customer reported her adc lancing device was not "launching properly". Customer also reported receiving a reading of "hi" (a reading greater than 500 mg/dl) and noted sustaining an unspecified injury as a result of these issues. No further information was provided by the customer as she declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. An attempt has been made to clarify information in this complaint, but it was unsuccessful. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The reported meter has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).